Event description:
It was reported that the staff was experiencing some large differences between the continuous co/ci and the intermittent (bolus) co/ci. Troubleshooting, which included a call to technical support and changing out cables, did not seem to change the readings of the cco/ci that were consistently lower than the ico/ci. There were no fault messages observed. As reported, once the patient went to the ICU, the 2 sets of numbers seemed to correlate more closely. There were no patient complications.

Manufacturer narrative:
The catheter was discarded at the hospital. The lot number was not provided; therefore, a review of the manufacturing records could not be completed. With such limited information, it is not possible to confirm the complaint or determine what factors may have contributed to the difficulty reported. No actions will be taken at this time. The exact swan-ganz catheter model number was not reported; therefore, the PMA/510k number is unknown.